Event description:
Customer reporting to qs that an internal "blood leak" occurred within a few minutes of patient initiation. Apparently, the blood leak alarm sounded of the fresenius 2008 d and blood was visible in the effluent dialysate. The dialyzer had been used for 8 previous patient treatments and reprocessed 8 times. The patient treatment was stopped and the extracorporeal circuit of blood within the dialyzer (100cc) was discarded. There was no adverse effect to the patient and no medical intervention was required. MDR filed on blood loss reported. Actual sample available and has been reprocessed for shipping. Instructions given for decontamination. The treatment was restarted with a dry pack dialyzer without further incident. The hematocrit was reported as 29.4% on 7/15/99, which was the most recent pre-incident lab and was not checked post treatment.